Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient also stated she has been without stimulation for approximately 2 weeks. In addition, the patient stated she felt a pulsating sensation at the ipg site prior to the device becoming inoperable. The sjm representative met with the patient and confirmed the issues. As such, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced. Reportedly, effective therapy was restored postoperatively and the reported issue is now resolved.